Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the healicoil knotless pk st broke during screwing. It was necessary to make a miniopen surgery to pick up the small parts out of the anchor with a grasper. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. No other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found a certificate of conformance is required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.